Event description:
Customer is reporting a drive tube leak. Name and function of complainant: same as reporter. Customer called after hours to report drive tube leak during treatment procedure. Customer stated that at 1294 mls whole blood processed, blood leak alarm occurred and customer noted blood sprayed all over the centrifuge wall. Customer noted the drive tube was still intact and the drive tube bearings were still in the bearing clips. Customer carefully checked the drive tube and noted a hairline crack in the drive tube. Customer stated the treatment was aborted and no blood or products were returned to the patient. The smart card was returned for investigation. Cts dispatched service order (B)(4) to check the instrument.

Manufacturer narrative:
A batch record review for lot file for b104 was performed. It shows inc13872-triconnector to drive tube leak and inc13529-triconnector not seated on drive tube. This lot met all release requirements. A review of complaints received for lot b320 was performed. There were three other drive tube leaks reported to date for this lot. No trends detected. Service order (B)(4) completed: 08/26/2013. Service requested after a drive tube leak. Customer cleaned the centrifuge but received a blood leak error upon start up. Customer stated that she, again, cleaned the centrifuge but the error persisted. The field engineer started the instrument and it functioned normally without alarm. The field engineer assessed that the leak detector strip must still have been damp previously and this is what was causing the alarms. The field engineer performed the check out procedure. Instrument is operating as expected. No repairs needed. The assessment is based on info available at the time of the investigation. The smart card was received by the customer for investigation on 29-aug-2013. No kit was returned by the customer. No root cause of the drive tube leak could be determined based solely on the smart card data. (B)(4).